Manufacturer narrative:
Samples received. 1 open pouch. Analysis and results: there are no previous complaints of this batch of which (B)(4) units were manufactured and distributed in the market, there are no units in stock. An open sample was received, nevertheless it was lost during the shipment to the r+d laboratory. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Final conclusion: although a sample was received, it could not be analyzed because was lost internally. Without samples we are not in position of studying if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that the ampule was leaking when the package was opened.